Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered a correction bolus to treat bg level; however, customer reported that bg level did not decrease until they administered an insulin injection. Customer stated that they did not believe that the pump was delivering insulin. System check with tandem technical support indicated pump was performing as intended and customer saw insulin exit the infusion set tubing. Recommendation was made to remove the infusion set site for inspection; however, customer declined to do so. Recommendation was made to consult with health care provider to discuss diabetes management.